Event description:
It was reported the patient was hospitalized due to difficulty walking. The patient was able to move her legs, feet and toes. As a result, the patient's scs system was explanted. Follow-up revealed the patient is currently in rehab and still feels numbness in both legs.

Event description:
Follow-up revealed the numbness continues. The patient has been admitted to a rehabilitation hospital and doing physical therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.